Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified middle of left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. Upon first inflation, it was noticed that the balloon ruptured at 8atm. The ruptured balloon was completely removed from the patient and completed the procedure with another of the same device. No patient complications were reported and the patient's status is good.